Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). Additional manufacturer narrative: valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on an anticoagulant to treat thrombosis. In this case, the patient is currently being considered for a valve-in-valve procedure. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, the reported issue is likely due to patient related factors. There has been no allegation of a product deficiency. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a bioprosthetic aortic valve is failing due to valve thrombosis after an implant duration of 7 years. The patient is being evaluated for a valve-in-valve procedure. Per radiologist pt presented ¿focal hypodensities behind the native aortic valve leaflets within the sinuses surrounding the aortic valve replacement is consistent with halt." This (B)(6) male patient has a history of cad s/p avr CABG x3 (4/2011), carotid stenosis with right carotid stent (2011), dm type ii, ckd, nyha class iii, aaa repair (2013), formerly smoked 2pk/day (quit in early 2000s), and alcohol (regular 5-6 drinks per night).

Manufacturer narrative:
Edwards received additional information through follow up that the patient will be continued to be treated with anticoagulant and recheck in 4-6 weeks with a 4d cta. Then based on results we will make final decision regarding continued medical management, savr or tavr.

Manufacturer narrative:
Edwards received additional information through follow up with the healthcare provider. Supplemental report submitted to include additional information received through follow-up.

Event description:
Edwards received additional information through follow up with the healthcare provider that the reason for the valve in valve procedure was due to stenosis and valve thrombosis. A 23mm transcatheter valve was implanted inside the failing 23mm valve surgical. The final mean gradient was 8 mmhg, no pvl. The patient was reported to be stable.